Event description:
She discovered the outer tubing had completely separated from the luer lock. Pt indicated that her blood glucose level was not affected and was certain insulin did not leak from the tubing. Pt indicated that she did not require medical assistance to address the issue.